Event description:
The manufacturer received information alleging a ventilator's output did not match the settings. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and flow sensor were replaced due to contamination.